Event description:
It was reported to philips that the system boots to 00 with grabber card errors on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Compatibility of spare flex vision pc confirmed; no fix documented. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).